Event description:
Additional information was received from the patient. The circumstances that led to reporting the loss of therapy and not feeling stimulation was the program they were on wasn't doing the job. Patient gave their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted on (B)(6) 2016 and adjusted using his patient programmer (pp) on (B)(6) 2016 from 1.3 to 1.4v; then on (B)(6) 2016 he adjusted his settings using his pp from 1.4v-1.7v; and then on (B)(6) 2016 adjusted his settings using his pp programmer from 1.7v-1.8v. The patient reported that the reason for implant was to help with reducing urination at night; before implant he reported he would get up 9 times at night and had urgency frequency during the day. The patient reported that he sometimes got an urgency to go to the bathroom and this was before implant and then he got up to go and the urgency frequency subsided and didn't have to go to the bathroom, anymore and reported it wasn't an improvement. The patient reported that he was currently getting up 3 times per night and before implant he used to wake up 1-1:30am to go to the bathroom and now could sleep and get up around 4-4:30am. The patient reported that he wanted to figure out how he should use his therapy and was to see his healthcare professional on (B)(6) 2016 and had been keeping track of his adjustments and results. The patient reported that he did not have any issues with the device or therapy but wanted to understand how it worked so he didn't over adjust or do anything that could affect his results. Additional information was received; patient reported they were still testing adjustments to find the best setting and the effort is improving the condition. A patient reported a loss of therapy. It was noted the patient was on program 3 at 2.5. The patient stated they go to bed at 11 pm and was getting up 1 time at 5-6 am to urinate. The patient stated on (B)(6) they went every hour from 7pm to 7 am. The patient stated they did not feel stimulation and therapy was on. The patient increased stimulation to 2.9 on program 3 and could feel stimulation. There were no further complications that have been reported as a result of this event.